Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone14.8. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) in march 2026; however, the exact event date could not be recalled by the patient. The patient's blood glucose levels reportedly rose to 400 mg/dl while wearing the pod for an unknown duration. The patient reported attempting multiple correction boluses, but blood glucose levels did not decrease. The cannula was reportedly bent, and insulin leakage was observed. Reported symptoms included vomiting, headache, and lethargy. The patient also reported that the most recent hemoglobin a1c (hba1c) value was 6%. The patient was diagnosed with dka and was treated with an insulin drip during hospitalization. The patient could not recall the discharge date.